Event description:
Customer reported the images were inverted and later it appeared the system was producing uncommanded x-rays. No patient injury was reported

Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane and gib pcb. System operates